Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The manufacturer representative replaced the computer. The system then passed the system checkout and was found to be fully functional. Device manufacturing date unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the computer freezes and takes significant time to load. It was noted the cmos battery was replaced with no change to the issue. Troubleshooting discovered that multiple software upgrades and redundant shared resources in the system were contributing to the reported issue. This issue was noted outside of a procedure, and there was no patient involvement.

Manufacturer narrative:
A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that the computer booted normally to the application screen. The installed applications start and run normally. No freezing or slowness was observed. If information is provided in the future, a supplemental report will be issued.